Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that an unknown intra-aortic balloon (iab), was failing portions of all manifolds tests. Pim had blood. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields:b4,b5,b6,b7,d5,d9,e1(initial reporter,event site mail,telephone),e2,e3,e4,g3,g6,h2,h3, h6(type of investigation, investigation findings,impact code,conclusion),h11. Due to character limit:e1(initial reporter) (B)(6). This issue relates to iabp complaint (B)(4) involving a blood back concern identified during preventive maintenance of a cardiosave hybrid type b unit. The device, located in the biomed shop, failed pneumatic interface module, fill manifold, and drive manifold tests with no patient involvement or harm reported. Investigation confirmed blood contamination in the drying line and safety disk, leading to replacement of the pneumatic interface module. After replacement the unit passed pim and fill manifold tests but continued to fail the drive manifold test. The drive manifold was then replaced and the device was restored to full functionality. Preventive maintenance was completed as requested and all repair and pm documentation was recorded, with confirmed leak failures in the pim, fill manifold, and drive manifold.

Event description:
It was reported that during preventive maintenance intra aortic balloon (iab), was failing portions of all manifolds tests. Pim had blood. No patient involved.